Manufacturer narrative:
One swan ganz catheter was received by our product evaluation laboratory for a full examination. The report of balloon burst was confirmed. During visual inspection balloon was found ruptured at the central area. The balloon edges did not match at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from catheter body or returned syringe. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Based on further engineering investigation performed, a product risk assessment was performed to address the failure of balloons with fragmentations for cco models. Based on the available information it cannot be confirmed that this complaint is associated to a manufacturing/design defect. Additionally, the units go through a balloon and bonding inspection as part of the catheter manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Also, the instructions for use (IFU) were reviewed, and contains instructions to perform a balloon integrity and lumens patency check prior catheter insertion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with this swan-ganz catheter, the balloon burst. The balloon was checked before use an it was not punctured. It was not possible to take the pulmonary wedge pressure. The introducer size was arrow 8.5fr, 10cm, .035inch diam. There was no allegation of patient injury. The device was received for evaluation. Patient demographics were requested but were not available.